Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the device and right ventricular (rv) lead exhibited rising pace impedance measurements. The rv lead was suspected to have fractured, however no abnormalities were noted with fluoroscopic imaging. This product remains surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned for an unspecified product performance issue. No additional adverse patient effects were reported.